Manufacturer narrative:
A1,2,3,4;b6,7;d10: information not provided by affiliate. D5,6;h4: information unavailable, device not returned for analysis.

Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the rep that the cartridge did not fit the instrument. There was no consequence to the pt.